Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis. Customer stated that she was feeling sick on (B)(6) and thought it was gastroparesis. When she woke up on (B)(6), her blood glucose was at 300 mg/dl. She treated with a bolus but did not check the blood glucose the rest of the day. The next morning on (B)(6), she fell trying to get to the restroom and had to go to the hospital. The customer was experiencing nausea and diarrhea. Blood glucose value at the time of admission was 476 mg/dl; current reading is 385 mg/dl. The customer had not been release and stated that she received a battery out limit and failed battery test alarm and needed to get a new battery to trying to resolve a blank display on the insulin pump. She also mentioned being hospitalized 23 years ago. The customer declined troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.